Event description:
It was reported the patient had a fall due to syncope. It was also reported that the device reached elective replacement indicator due to high thresholds that were caused by the patient's worsening congestive heart failure and cardiomyopathy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: ksr901 implanted: (B)(6) 2005.

Manufacturer narrative:
Product event summary # product ID# 407458 analysis of the device memory showed the battery indicator signifying that it is time for device replacement, analysis also found high pacing thresholds.